Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2018-00682. It was reported the patient underwent surgical intervention due to lead migration, confirmed by x-ray. Additional information obtained indicated one of the patient's scs leads was replaced with a new one.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-00682. Follow up information received identified the reported issue was resolved and the patient was receiving effective stimulation therapy.